Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. If any additional information is received that would change or alter any conclusion, a supplemental report will be filed accordingly. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery performed on (B)(6) 2025 due to poly liner wear. Patient underwent surgery in 2010 for an anatomic total shoulder arthroplasty using smr metal back glenoid. No information regarding original implant assembly has been provided. Patient experienced severe polyethilene liner wear with eventual mechanical symptoms approximately 2 years ago. During revision surgery the liner was removed, as well as the other anatomic components such as humeral head and body, and the prosthesis has been converted to smr reverse configuration without any issue. Surgery has been completed as intended. The event occurred in the united states